Manufacturer narrative:
This report will be updated should additional information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to have prematurely depleted as it was at end of life (eol). As the s-ICD was at eol, it could not be interrogated properly. An alert for a high out of range shock impedance measurement was also observed. The s-ICD remains in service and there were no adverse patient effects reported.